Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation non-malignant pain. It was reported that the patient's device was depleted and not working. The caller did not have any further information. Additional information was reported that the patient is scheduled to have their ins replaced next month and she is not sure why. The patient also noted have discrepancies with their MRI eligibility. The patient also noted that her implant is dead and she can't turn her stimulation on or off. No further information was reported.